Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results from the investigation, a hole in the biopsy channel was confirmed. The probably cause maybe attributed to deterioration of parts due to wear a tear. However; a definitive root cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope experienced a hole inside the biopsy channel wall. There were no patient involvement.